Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, iqvia technician arrived to complete field action, the device would not cool below 30.3. Per w.o notes, chiller temperature was 9.3 and mixing pump command was 100 percentage and failed mixing pump.